Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: genuine sui procedure (s) performed: transobturator suburethral sling using the bard uretex system complications post implant : pelvic pain and uterine prolapse. (B)(6) 2006, underwent total vaginal hysterectomy under general endotracheal anesthesia